Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leaking transfer set while performing automated peritoneal dialysis therapy (apd) and subsequently developed peritonitis due to the leak. The cause of the leaking transfer set was not reported. It was not reported if the connection was loose. It was reported that the plastic adapter and the transfer set were removed and replaced in the emergency room. It was reported that the patient will be trained in the pd clinic on how to add antibiotics (unspecified) to the pd solution bags as treatment for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on the same day as the event onset, the patient was seen in the emergency room (ER) for peritonitis. During the ER visit the patient was administered unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. The patient was not hospitalized for the event. Four days after the event onset, the patient started treatment with intraperitoneal vancomycin (1g for five doses; frequency not reported), intraperitoneal fortaz (1g daily; duration not reported), and intraperitoneal gentamicin (40mg daily; duration not reported) for peritonitis. Also that same day, the patient was retrained on proper aseptic technique. Additionally it was reported the patient continued treatment in pd clinic with unspecified antibiotics (no further information provided). Fifteen days after the event onset, the gentamicin was discontinued. At the time of this report, the patient is recovering and the vancomycin and fortaz remain ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information event problem and evaluation code. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.